Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a catheter, model 8784. It was reported that the catheter was opened but not used in the case because the collet was broken. No patient symptoms were reported. No further complications were reported.